Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technic which resulted in peritonitis. The breach was further described as in an attempt to resolve an alarm situation, "the patient replaced the bags with probable contamination of the system" . It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. The patient was retrained on proper aseptic technique. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.